Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder. Previously administered products included for gerd: nexium. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion: (B)(6) 2008 (previously reported as (B)(6) 2008) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s);(unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received pain: lower abdomen, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and vaginal discharge were added. Medical history, historical medication, essure insertion date, essure lot number and reporter information were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2008 now it is (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s); (unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Injury nos replaced with new event dysmenorrhea. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.